Event description:
A report was received from the husband of a patient who developed pain and nerve damage following the use of a mayfield skull clamp. The following initial information was provided: history of illness: the husband called to say that his wife was having "12 out of 10" pain in her left temple where the mayfield clamp had been applied during the removal of the intracranial cystic tumor on (B)(6). He said that a suture or staple had been applied after the clamp was removed. Treatments prescribed to date have not helped her pain. Further information received on (B)(6) 2015 was as follows: patient: (B)(6) female ((B)(6)). The patient began experiencing sharp pain less than 1 week after the surgery. The pain lasts from 1-2 hours and sometimes up to 2 days. The husband told me that the pain was attributed to a damage nerve and was told that the clamp was "put on too low." The pain continues. He verified that a staple was used near where the clamp had been placed.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.